Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the device broke off within the patient. It is unknown if the patient had to undergo additional surgery to remove the broken pieces; however additional testing was done to make sure that no pieces were left behind.

Manufacturer narrative:
Received 1 evacuator with hubless flat silicone drain used. The reported event was unconfirmed as the product met specification. During the visual evaluation of the received sample, it was noted to have no obvious defects. The wound flat drain was complete and without breakage. Also, the tube was inspected and no damage was found; no cut and/or break was observed. A suture was observed in the tube 4¿ from the flat drain edge. Per the sample received, 58 holes were observed in the flat drain (white part). No other issues were observed. No deficiencies of manufacturing were observed. The dimensions of the flat drain was found within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that the tip of the device broke off within the patient. It is unknown if the patient had to undergo additional surgery to remove the broken pieces; however additional testing was done to make sure that no pieces were left behind.